Event description:
Philips received a complaint from the customer on the v60 ventilator indicating that the device was not entering standby mode. It was reported that there was no patient involvement at the time the issue was discovered. No patient or user harm was reported. Per good faith effort (gfe) response received, the authorized service provider (asp) engineer confirmed that the device operated as intended after a restart. The device passed the required performance verification tests per philips standard and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received, the complaint file will be reopened.